Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported patient present in clinic with atrial oversensing and inappropriate mode switching. After review of stored electrocardiograms far r wave was noted occurring after ventricular events. Retrograde was suspected but no retrograde was present through a conduction test. Reprogramming was recommended.